Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 thermal insulation came off jaw during use and fell off in patients leg. Was retrieved using the hp2 handpiece. No additional incisions were required. A second hp2 device was opened to finish the case. No patient injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 thermal insulation came off jaw during use and fell off in patients leg. Was retrieved using the hp2 handpiece. No additional incisions were required. A second hp2 device was opened to finish the case. No patient injury.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan 2020 through dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13 & 22): the device was returned to the factory for evaluation on 02/07/2022. An investigation was conducted on 02/10/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the heater wire. The heater wire was observed to flexed away from the hot jaw with detachment of the heater wire at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled away from the cold jaw, exposing the entire length of metal cold jaw. The clear silicone insulation on the hot jaw was observed to be intact, no visual defects observed. The peeled silicone insulation from the cold jaw was returned for evaluation. Based on the returned condition of the device and evaluation results, the reported failure "peeled; jaw" was confirmed, as well as for the analyzed failure "material twisted/bent wire."